Event description:
Iridex mfrs an ophthalmic laser delivery device called an easyfit slit lamp adapter, which is currently cleared for retinal photocoagulation and laser trabeculoplasty when used with the iris medical oculight glx laser console. Iridex also mfrs the symphony multi-fiber slit lamp adapter (sla) used with the iris medical oculight glx laser console and the iris medical oculight slx. The easyfit and symphony slas are designed to adapt with various ophthalmic slit lamps. Integral to both slas is a 2-position eye safety filter (2p-esf). The 2p-esf has a lever where the user can select either a clear viewing path free of any laser delivery optics when viewing through the slit lamp for diagnostic purposes, or a path with laser eye safety filters which ensuring eye protection for the operator from stray reflections during laser treatment. Electronic sensors and related circuitry prevent laser emission whenever the filter is not properly positioned in viewing path. The 2p-esf contains a filter wheel that holds the protective optics. The optics are captured by two redundant retaining features. There a two retaining screws with loctite adhesive that hold the lens in place. Redundant to retaining screws are two independent applications of uv cured adhesive placed at opposite points on the circumference of each filter. In 2004 a service call was rec'd by iridex technical service department from a medical technician at medical center regarding a 2p-esf in an easyfit sla. Protective optic was reported to be loose and rattling around the inside of the 2p-esf body prior to installation. This easyfit sla had been shipped to two other locations prior to its last shipment to medical center. It had been returned and checked out by iridex qa after each intervening shipment and no problems were noted. The sla had been installed and functioned properly at one of these sites. The sla never completed installation at the site and no adverse events were reported. Iridex technical service requested that the customer return the sla to iridex. Unit was not rec'd at iridex until 7/2004. After disassembly of the 2p-esf visual inspection revealed that one of the retaining screws that holds one of the two protective optics in place was missing and the optic was loose in the assembly. Upon further exam of the retaining screw threaded holes there was no evidence that loctite adhesive had been applied to the retaining screws as specified per the mfg instructions. In addition, the redundant uv cured adhesive had been applied but failed causing complete loss of both retaining mechanisms. The root cause of the failure was loss of both redundant retaining mechanisms of the protective optics. First, the operator failed to apply loctite adhesive to the retaining screws in the assembly of this esf resulting in one of the screws backing out during transit. Second, the uv cured adhesive failed, most likely due to a mechanical shock during the add'l shipments or rough handling that this assembly was subjected to. (Note: a dent was observed on the edge of the 2p_esf assembly but this observation could not be decisively determined to be the root cause of the failure of the uv adhesive.) A review of the device history records revealed that this esf went into an easyfit sla that was assembled in a batch with three other slas for a day. By the same assembler. A stop shipment was initiated in 2004. All slas with a 2p-esf of this design in finished goods inventory were inspected (a total of 31 units). None of the 31 units inspected had loose protective optics. However, one assembly was found to have loctite missing on the retaining screws. This was from easyfit that was built by the same technician who built the unit that failed in the field. This unit was built in 11/2003 and was the only unit built on that day. In addition, another unit was found to not have a noticeable application of the redundant uv cured adhesive. This sla was made by a different operator than the one that missed the loctite on the retaining screws. This unit was an easyfit and was built in 3/2003 in a batch of four units. Distribution records indicated that one other sla from this batch was in house at iridex and was being used as a production standard. Examination of this unit revealed that the uv cured adhesive did not appear to be present on this unit as well. The fact that all 2p-esfs in the field from the suspect batches are functioning properly indicates that the protective optics are currently in place and did not come loose or fall out during shipment or installation. In house inspections have shown that 1/32 (3.1% of) 2p-esfs have been found without loctite and 2/32 (6.3% of) esfs have been found without the redundant uv cured adhesive. No units were found without at least one retaining mechanism in place. Only one unit out of 194 units distributed has exhibited failure of the uv cured adhesive in units where the loctite was not present. This unit was shipped to three sites and was screened out before installation. There have been no reports of protective optics coming out in esfs after installation or of any adverse events. There is a low probability of the optics coming out after installation unless they are subjected to shock or vibration that would cause the uv cured adhesive to fail and the retaining screws to back out should loctite not be present. The loctite and uv cured adhesive application mfg procedures and inspection records have been reviewed and could be clarified to prevent recurrence of this problem. The documents will be changed going forward to add a redundant, independent inspection and sign-off for the application of the loctite and uv cured adhesive. All relevant personnel will be trained to the updated procedures. It was impossible to establish a time fence for this issue. Therefore, all product in the field is affected and will require some level of remedial action in the form of a field correction.